Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0n24v, product type lead; product ID 3708660, serial # nkn088090v, implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0n24v, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
A manufacturing representative (rep) reported that a patient presented with an infection a year ago. The surgeon explanted the lead approximately 9 months ago and the infection cleared. They left the extension in and clipped the lead so that doctor would preserve that junction. A new lead was planted on (B)(6) 2015. Impedance check was performed prior and post new lead implant, and both showed all impedances within the normal range. The original implantable neurostimulator (ins) and extensions were still implanted. It was noted that the patient's relevant medical history includes parkinson¿s dual and movement disorders.